Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was already sedated and undergoing a transesophageal echocardiography (tee) procedure. In the middle of the procedure, the transducer displayed a usacquisitionhw_40_0 error message and stopped scanning. The sonographer restarted the system and the procedure continued and completed with no equipment changes. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. Engineering investigated the issue and found that the root cause of the system error was likely gastro flex manufacturing process variation. The engineers confirmed that there was no visible damage, no system error but acoustic test failed. Through destructive analysis, it was found black discoloration at gastro flex #3. It was verified electrical disconnection at the point, which is similar to electrical burn.